Event description:
At an unknown time the physician performed a scaphoid removal, carpal fusion procedure and used an acumed 30mm mini acutrak 2 bone screw. At six weeks the physician reviewed x-ray's to confirm that the fracture site looked like it had healed. The patient was given the go-ahead to resume normal activities. At an unknown time the screw broke at the fracture site. At this time a revision surgery was not performed. The physicians patient has gone away for a few weeks and will come back to see the physician if the pain does not subside.